Event description:
It was reported that during a device change due to eri, x-ray revealed externalized conductors. Low impedance was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.